Manufacturer narrative:
"Date of event" is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the wireless software update was performed and the elective replacement indicator (eri) message cleared. The indicator had triggered earlier than intended. The ipg is providing therapy.